Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04831. It was reported that the patient was experiencing driveline faults. The log file captured consistent driveline faults throughout the history. The driveline faults resolved after a controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device issues identified through this investigation. Review of the submitted log files did not reveal any data indicative of a pump issue. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. It was reported that the patient was experiencing driveline faults that were associated with the system controller. The faults resolved after a system controller exchange. Refer to MFR. Report # 2916596-2020-04831 for more information. The patient remains ongoing on ventricular assist device (vad) support, and no further related issues have been reported at this time. The current revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU), lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 15jun2012. No further information was provided. The manufacturer is closing the file on this event.